Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings, during the analysis. As per the investigation procedure: deformation and creases were completed, and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side rupture. And later, "any creases". The device has been explanted.

Event description:
Healthcare professional reported right side rupture. Additional event of "any creases". Device has been explanted.

Manufacturer narrative:
Continued d.4: lot number provided as 27513. Unknown if an abbvie device as this time. Age of device is over 40 years old from time of implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.